Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one sidekick crossing support catheter loaded onto the crosser catheter was returned for evaluation. Sidekick was noted to be warped and bunching at the distal tip. An attempt was made to remove the sidekick loaded onto the crosser but was unsuccessful. Based on the findings, the investigation is confirmed for the reported retraction problem, device-device incompatibility and material deformation issues. A definitive root cause for the reported retraction problem, device-device incompatibility and material deformation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), h11: h6 (result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure via superficial femoral artery , the catheter allegedly had incompatibility issue and retraction issue. It was further reported that the device was allegedly deformed. The catheter and wire removed as a single unit and lost wire access. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a recanalization procedure via superficial femoral artery , the catheter was allegedly had retraction issue. It was further reported that the device was allegedly had incompatibility issue. Reportedly the device allegedly deformed. The catheter and wire removed as a single unit and lost wire access. The procedure was completed using another device. There was no reported patient injury.